Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronics assembly. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery, prime / delivery and back light self-test due to moisture damage. Unable to verify missing segments due to moisture damage noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer's blood glucose was 202 mg/dl and customer treated with manual injections. Customer also reported to have two bent cannulas. During troubleshooting, it was reported that customer had not tried all remedies. Customer was advised to monitor insulin pump and to call back should issue persist. Customer was also advised that infusion set would be replaced.